Manufacturer narrative:
Update: additional information section h4 - device mfg date: updated from blank to 4/1/2022. Section d10 - concomitant product: added alnty c-series sample p, 04s51-01, unknown the field service representative (fsr) inspected the instrument and cleaned the alinity sample probe. This resolved the issue as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity sample probe, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), or the alinity sample probe was identified.

Event description:
The customer observed falsely elevated calcium results generated on the alinity c processing module for patient samples. The following data was provided (customer¿s reference range 2.10-2.55 mmol/l): patient 1 initial result = 3.62 mmol/l, repeat = 2.01 mmol/l patient 2 initial result = 3.51 mmol/l, repeat = 2.17 mmol/l patient 3 initial result = 3.77 mmol/l, repeat = 2.16 mmol/l patient 4 initial result = 3.94, mmol/l repeat = 2.40 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated calcium results generated on the alinity c processing module for patient samples. The following data was provided (customer¿s reference range 2.10-2.55 mmol/l): patient 1 initial result = 3.62 mmol/l, repeat = 2.01 mmol/l patient 2 initial result = 3.51 mmol/l, repeat = 2.17 mmol/l patient 3 initial result = 3.77 mmol/l, repeat = 2.16 mmol/l patient 4 initial result = 3.94, mmol/l repeat = 2.40 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.